Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine (unknown) at 50 mcg/day. It was reported that the patient was putting on an abdominal binder when he felt a ¿pop¿ and had significant pain at his pump pocket site. He believes this occurred between 15-20 days ago. Since then he has felt a return of his chronic pain and believes he has had some withdrawal symptoms, however he is microdosed so withdrawal not significant. Environmental/external/patient factors that may have led or contributed to the issue included the patient denying any falls, but believes whatever occurred, happened when he was putting on his abdominal binder. No troubleshooting was done. Patient was brought to the operating room on (B)(6) 2020. His catheter was connected to the pump but appeared to be kinked next to the suture prongs of the pump. The doctor removed the scar tissue from around the catheter and pump. He then preformed a cap procedure and was able to aspirate 2 ml¿s from the catheter. He did not want to perform a dye study as he was confident the issue was corrected. The patient¿s catheter was primed and his therapy resumed. The issue was resolved at the time of the report. There were no further complications reported/anticipated.